Event description:
On (B)(6) 2018, osteomed was notified of an adverse event related to the fps lapidus plate and fps 2.7mm screws. Per the information received, the physician removed the fps lapidus plate and broken 2.7mm screws from patient. No reported issues other than broken screws. The company representative was not present at the time of the removal. The exact part numbers of the implants associated with this incident are unknown. No additional information received.

Manufacturer narrative:
There are two types of 2.7mm screws available in the foot plating system (fps), standard p/n 321-27xx, and locking p/n 322-27xx. The documentation supplied with the complaint did not specify which screws were broken (no part number provided), how many screws were broken, where they were broken (head, shaft, or tip), when the break occurred (the implant surgery was 7 years ago), if any new trauma had occurred. The screws were not returned for evaluation. No photographs or x-rays were provided. Therefore, no determination of the root cause of the broken screw(s) could be made. There was no lot number provided for any of the screws. Therefore, a review of the DHR could not be performed. The screws in this complaint were not identified other than they were ø2.7mm fps screws. The complaint review was conducted for fps screw families 321-27xx and 322-27xx. A two-year review did not show any capas related to the targeted fps screws. A two-year review of the ncrs did not identify any internal non-conformance issues related to materials, or design defects. The review of complaints did not identify a similar complaint. A review of the foot plating system risk management document shows that it includes risk(s) associated with implant fracture or failure. The severity of risks associated with non-union is ranked as a 3 per the risk management procedure, which correlates with a serious incident that results in injury or impairment requiring professional medical intervention. The probability is ranked as a 1, which correlates with a low risk - unlikely to happen, rare, remote. The combination results in a predicted overall risk level score of "low". Review of the fps instructions for use (IFU) shows that it includes multiple warnings, contraindications, and situations that could cause or contribute to implant fracture or failure. This issue will be monitored through routine trending.